Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade IV. Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, voids, deformation, the weight the device within specification and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.